Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at time of incident. The customer was treated with pump. The customer stated that the pump was not allowing her to calibrate, when she entered the blood glucose.customer declined troubleshoot as they knew high blood glucose level was due to kinked cannula. The insulin pump will not be returned for analysis.